Event description:
Country of complaint: (B)(6). An s4 element rod has slipped from the locked set screws. The screws were locked using 10 nm.

Manufacturer narrative:
Investigation: no product at hand. Batch history review: because the batch number is unknown, a batch history review is not possible. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: the typical root cause in cases like this is a not correctly inserted rod (not correct horizontally in the head of the pedicle screw). Because there is no product for analysis (contact pattern e.g.), a final evaluation is not possible. A material or manufacturing related root cause can be excluded. Corrective action: there is no CAPA necessary.